Event description:
Note: date of event is unknown. A contour vl urethral stent was being prepared for use in the urinary duct. According to the complainant, the distal part of the stent was found to be torn. The procedure was completed with another of the same device and no patient complications were reported as a result of this event.

Manufacturer narrative:
The product was not returned, therefore, a failure analysis could not be performed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further, relevant information, a supplemental medwatch will be filed.